Manufacturer narrative:
The device was not returned to resmed for an evaluation. The internal battery was replaced by the customer per the service protocol. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. There was no patient harm or a serious injury reported as a result of this incident.